Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed hp pin breakage. The investigation found the pin was cyclically loaded beyond the material limit resulting in a high stress low cycle fatigue crack initiation, most likely due to rotating bending fatigue loading. The crack then quickly progressed to ductile overload fracture. No evidence of material or manufacturing defects was observed that could have contributed to crack initiation and/or propagation to failure. The pins material hardness meet the required specification. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. Review of the device history records and/or a lot specific complaint database search was not possible for the reported hp pins as the finished goods lot code is unknown. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. (B)(4) has been initiated to further review breakage of 950502089 hp threaded pins. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During fixation of cutting block to femur, pin broke in bone. Cutting block repositioned and re pinned. Second pin also broke in bone. Pins left in patient. Surgery completed, however post op xrays showed pins in unsafe position and patient returned to theatre for removal of broken pins later that day.